Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
A piece broke off while son was brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: a mother reported via e-mail on (B)(6) 2016 that a piece broke off of an oral-b power oral care refills kids while her son of unspecified age was brushing his teeth with an oral-b rechargeable toothbrush, version unknown that same day, and it stayed in his mouth. She attached a photo of the pieces as the mother stated for a while they were about to go down her son's throat. No symptoms developed.